Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing via pads and a simulator without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads and the one step cable were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.